Event description:
Reporting status: serious injury. Reporting rationale: perforation requiring medical intervention. Device issue: none. It was reported that after the ultra stent was implanted, a perforation was noted, which was treated with a graftmaster. Pt is on a ventilator. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the otw ultra because it was not returned for evaluation. Perforation, as listed in the instructions for use, is a known adverse event associated with coronary stenting. In this case, a conclusive root cause cannot be determined.